Manufacturer narrative:
Product complaint # (B)(4). One empty opened foil, an empty labeled winding former and a needle-suture piece of product code sxpp1a200, lot lmz412 were returned for analysis. During the visual inspection of the needle/suture piece, the swage and attachment area were noted to be as expected. However, marks on the body needle and the end cut that appears to be by the use of a surgical instrument could be observed. Also, suture piece was fraying and damaged. The other section of the suture was not returned for analysis and due to the condition of the sample the functional test can¿t be performed.due to condition of the opened sample, the assignable cause of performance breakage suture suggests an improper handling. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. A manufacturing record evaluation was performed for the finished device lmz412 number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot lmz412, and no non-conformance were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and a barbed suture was used. During the procedure, the suture was torn during use. There were no adverse consequences to the patient. No additional information was provided.